Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rotating hemostatic valve (rhv) noted blood in the housing and rotator. There was a crack in the distal end of the rotator. The crack was 1 cm in length but was in a j shape. The o rings were intact. The cap was tightly closed when returned. There was no other damage noted to the rhv. Using a new indeflator filled with water, the rhv was pressurized and fluid leaked from the crack. Potential causes for a cracked rotator include, but are not limited to, damaged during manufacturing, materials, mold anomalies, shipping damage or damaged induced during unpacking. A review of the lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint handling data base for the reported lot was performed and revealed no other incidents.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during an unspecified procedure, it was observed that there was a crack in the rotating hemostatic valve (rhv); therefore, a new rhv was used to complete the procedure. No difficulty was noted with another device, and there was no leak noted. There were no adverse patient effects. No additional information was provided.